Manufacturer narrative:
1.customer tested positive using the ihealth covid-19 flu a&b 3-in-1 test, then tested negative twice at the doctor's office. 2.type of tests taken at the doctor's office was not specified. 3.the manufacturer retested the lot (242cf10828) with flub negative samples ,no false positive were detected.

Event description:
Event details: got a false positive flu b then tested negative on their dr's office.